Event description:
At the pharmacist staff meeting last week, reporter was inserviced on the tubing and after looking at the ports decided to see if oral syringes could be injected to the tubing. They can. Reporter has let the folks in nursing education know about the problem. In addition has placed this issue on the next medication safety committee meeting.